Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and the hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found though there were several technical defects such as the bending section cover glue worn out, knob play, less angulations and forceps raiser angle low. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. This information is addressed in the instructions for use (IFU): "warning: thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment poses an infection control risk to each person who handles the endoscope within the hospital or at olympus." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive in air water channel, suction channel and raiser pipe with the following culture test date below and results: cfu (colony-forming unit): culture test date (B)(6) 2021: air/water channel: micrococcus species- 4 cfu/100 ml, staphylococcus coagulase negative -2 ufc/100 ml. Moraxelle osloensis -1cfu/100 ml. Suction channel: micrococcus species- 2 cfu/100 ml. Brevundimonas vesicularis -1 cfu/100 ml raiser pipe:. Staphyloccus epidermis- 1 cfu/100 ml. Culture test date (B)(6) 2021: air/water channel: roseomonas mucosa -1 cfu/100ml. Staphylococcus coagulase negative -3 cfu/100ml. Suction channel: micrococcus species- 3 cfu/100ml. Staphylococcus coagulase negative- 2 cfu/100ml. Raiser pipe: micrococcus species- 1 cfu/100 ml. B + aerobie non identified- 2 cfu /100 ml. Culture test date (B)(6) 2021: air/water channel: micrococcus species -2 cfu/100 ml. Suction channel: micrococcus species- 1 cfu/100 ml. Micrococcus species- 2 cfu/100 ml. Raiser pipe: micrococcus species -3 cfu/100 ml. Below are information on customers cds checklist: soluscope cln -the detergent used for cleaning. Soluscope paa- the disinfectant used for disinfection. Brush : olympus bw-400 l . Manual cleaning: anios clean excel d. Aer treatment type- cds: paa_cds machine soluscope 4. Storage : soluscope dsc 8000 and occasional use of the sur system. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by (B)(6) regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the olympus (B)(4) (olympus (B)(4)) (B)(4) olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.